Event description:
The physician reports performing cataract surgery with implantation of a hydroview intraocular lens. Eight years postoperatively, the iol has opacified. The lens remains implanted.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Note: this device is an obsolete product no longer marketed in the us or manufactured by b+l.